Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 24 mmol/l (432 mg/dl) after approximately 49-71 hours of pod wear on the leg. The patient reported that insulin leakage was observed through the viewing window, which he believed led to the development of skin sores due to exposure to insulin. The cannula was also reported to have dislodged from the skin and to have a tear. The patient further reported experiencing pain at the infusion site during insulin delivery, including both basal and bolus dosing, and bleeding was observed at the site. The patient developed symptoms of headache, fatigue, and thirst, which prompted pod replacement. A new pod was applied, and the patient successfully resumed therapy.